Event description:
The pt received the scs system on (B)(6) 2011. The pt had reported irritation at the lead incision site which appeared to be worsening. The physician decided to explant the entire system as a precaution. The pt has been treated with oral antibiotics. The explanted product has been discarded by the facility. Follow-up indicated, the pt is recovering well.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.